Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device interrogation. It was noted that the atrial lead exhibited multiple noise episodes. There was one true atrial flutter episode on (B)(6) 2020, which lasted for 14 hours, 36 minutes, and 10 seconds. The patient was asymptomatic during all these episodes and was stable before, during, and after device interrogation. The atrial lead measurements during this interrogation were as follows: p waves = 4.6 mv, atrial lead impedance = 550 ohms and long-term trends are stable, and atrial capture threshold = 0.625v @ 0.4 msec. Noise could not be reproducible with isometrics. On (B)(6) 2020, the patient presented in clinic for device interrogation. Atrial noise reversion was recorded, and noise was seen on (B)(6) 2020 and (B)(6) 2020. Isometric arm exercises and pocket manipulation were performed in the clinic and no noise was seen on the atrial lead. The lead will continue to be monitored. The patient was stable.